Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: the customer issued a complaint for damaged device detected during qualification test. Photos and 1 sample were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) as batch number of the device is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Based on the investigation conclusion, bdm-ps was not able to correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe x225plus rfs safety guard did not activate during stability testing. The following information was provided by the initial reporter: during stability testing, samples aged 6 months at 25 °c, a nsd sample (x225plus) showed visible scratches and a molding defect. Furthermore the sample did not activated at the end of the test (performed with zwick machine); when the operator removed the nsd sample from the sample holder the safety feature activated. Once the nsd is activated the trigger shield and trigger finger do not show visible defects.